Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: pre-op diagnosis: symptomatic lumbar degenerative disk disease, l4-5 and l5-s1. Procedure performed: posterior 360-degree arthrodesis, multilevel, through a minimal access approach. Lumbar interbody arthrodesis at l4-5; implantation of peek cagedevice 12 x 26 mm at l4-5 interspace, with implantation of rh-bmp2 into implant; lumbar interbody arthrodesis including discectomy at l5-s1; implantation of biomechanical prosthetic device of a 10 x 26 mm at l5-s1 level, with implantation of rh-bmp2 into implant; harvesting of bone autograft morcellated from the laminar and facetal elements, and incorporating those bone elements into the interbody and inter transverse process graft; inter transverse process arthrodesis, l4-5; inter transverse process arthrodesis, l5-s1; implantation of segmental fixation using peek rods and implants instrumentation 6.5 x 45 mm entirely on the right side, and 6.5 x 45 mm on the left side at l4 and l5, and a 6.5 x 40 mm implant at s1 on the left side. Implantation of fusion extender or bone graftputty; spine monitoring with neurophysiologic monitoring during the operation and with selective pedicle screw stimulation of each pedicle screw using the spine system. Pre-op notes: image of lumbar spine was taken, surgeon then took a small dilator and placed dilator tip at a point 1 cm lateral to s1 pedicle. A dilator tip was also placed 1 cm lateral to the left l4 pedicle, points were made at each of these skin surface positions. A line was drawn between the two points, a 10 blade knife was used to incise the skin. Surgeon placed the dilator at the required position, a lateral image was taken with oec image intensifier and probe pointed towards l5-s1 disk space. Surgeon then dilated from that position all the way up to 22 mm. Surgeon then used the tabs to angulate the quad retractor system; tabs were angulated at a direction above the level of l4 pedicle and below s1 pedicle. The facet complex of the l5 level and inferior aspect of l4 facet complex were removed using high speed drill, drill was then brought down to l5-s1 level. A fresh 11-blade knife was used to incise the disk at l4-5 and an incision was made. Disc was then removed using straight pituitary pullers. A dilator was used and width was increased until 12mm was achieved. The trial of 12 x 26 was placed into the disk space, then cage 12 x26 mm implant containing both bone elements and rh-bmp2 was placed on the inserter and with inserter, implant was inserted into fourth discectomized space. Surgeon then turned to l5-s1 level. Disk space of l5-s1 was identified and overhanging bone was removed. An 11 blade knife was used to incise the disk space. The scissor jack was placed into the disc space and dilated to a level of 11 mm. A 10 x 26 mm trial was placed into the disc, then a 10 x 26 mm peek cage implant with rh-bmp2 was placed into the disc space. A 5.5 mm tap was used to place a 6.5 x 45 mm pedicle screw at l4 site, l5 site and s1 site. The screws were stimulated. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.